Event description:
It was reported that during a lap abdominoperineal resection, when using the device, knife was advanced and even after opening the jaw knife is not going back to its original position and it was in exposed state . Surgeon had to continue the surgery using harmonic probe as he was not able to use the enseal. There were no patient consequences.

Manufacturer narrative:
(B)(4). Date sent: 11/10/2023. D4 batch #: unknown. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 1/5/2024; d4 batch #: x94x5d. Investigation summary: the product was returned for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that the device was returned with the knife broken off and the piece was not returned, additionally, the remainder portion of the knife is expose. Due to the condition of the device returned no functional test could be performed. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances related to the reported complaint condition were identified. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. No conclusion could be reached on the cause of the reported event.